Manufacturer narrative:
One device was returned for analysis. Visual inspection found a burned power supply. Review of the event history log (ehl) showed a backup audible alarm post alarm. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to a power supply failure. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's power supply was burned down. There was no injury to a patient or the staff.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.